Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver failed to charge and boot due to receiver stuck on initializing screen. The receiver was unable to retrieve the download. The functional test could not be performed. The receiver case was opened, the internal inspection passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed error "unhandled exception: receiver reported an internal error." No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.